Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Event description:
This patient experienced a complicated post-operative course following implant which included severe right ventricular dysfunction (requiring tandemheart device support) and consistently low hvad® pump flows. Exchanging their controller had no impact and on post-operative day two they received a heart transplant. There is no alleged malfunction against the controller.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. It was reported that this patient experienced a complicated post-operative course following lvad implant which included severe right ventricular dysfunction and consistently low pump flows. The decision was made to implant a competitor's rvad; however, lvad flows remained low and the patient received an emergency heart transplant. The lvad pump ((B)(4)) and controller ((B)(4)) were returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Pathological examination revealed there was no gross evidence of device complications or thrombus formation. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log analysis, which revealed multiple 'low flow' alarms and vad operation below the normal operating range. Based on the available information, a possible root cause of the reported 'inadequate flow rate' can be attributed to right heart failure. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide and warning that lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.